Manufacturer narrative:
The information being reported was found in a journal article titled "a short term solution: through small portals". Orthopedics 2009;32(9):663. Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the revisions mentioned in the journal article. (B)(4).

Event description:
Information was received based on review of a journal article referencing a retrospective study of hip procedures that took place between (B)(6) 2003 and (B)(6) 2008 utilizing taperloc microplasty femoral components. The article indicated that five revision procedures were performed due to periprosthetic fracture. The femoral stems were removed and replaced. No further information has been provided to date.